Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) guided the customer to perform a guided tool change clearance, which resolved the issue as there was no inverted image. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to a user error during the guided tool change. Specifically, the customer was unaware of the proper procedure to clear the guided tool change before re-docking the endoscope.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic neck anastomosis surgical procedure, the orientation on the endoscope was changing on its own. The customer attempted to reseat the endoscope to resolve the reported issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported incident was related to user issue, the customer not aware about how to clear the guided tool change. Because of that, the system had self-adjusted to the orientation of the last endoscope position after redocking the endoscope on the arm.